Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint from the customer was confirmed. It was found that the motor does not turn as it was corroded. Also there was a short circuit in the motor cable and the o-rings were defective. Also, the handpiece, during operation, was found to switch off the duo. The motor, motor cable and the defective o-rings were replaced to correct the identified failures. The device was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. The fluid ingress may have further damaged the cable, resulting in the short circuit. It is also possible that the o-rings were damaged by the customer during the cleaning process. However, given the information provided we cannot discern a definitive root cause for the defective o-rings and short circuit in the motor cable. The short circuit would have caused the device to switch off the duo during operation. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2013 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via email that the engine of the 8022 hand pc tornado shaver -ns was defective. No patient consequence and no surgical delay was reported. No additional information was provided. Additional details provided by the affiliate reported the malfunction was indicated during routine check in distribution center and there no customer/patient interaction occurred.